Manufacturer narrative:
On 11/06/2019, mentor received additional information about the event: - the suspect medical device is a mentor cpx4 with suture tabs, tall height, smooth 550cc tissue expander, catalog #3509314, lot #7653729, serial #(B)(4) UDI #(B)(4), 510(k) #k182335. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the event date was initially reported to be (B)(6) 2019. New information received states that it was around (B)(6) 2019. - the implantation date was initially reported to be (B)(6) 2019. New information states that the implantation date is (B)(6) 2019. - the explantation date was initially reported to be (B)(6) 2019. New information states that the explantation date is (B)(6) 2019. - the patient identifier is t.e., date of birth is (B)(6) 1976, patient age the time of event is 42 years old, and sex is female. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation of tissue expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction procedure with an unspecified mentor tissue expander that deflated after implantation. The deflation was observed where the seam meets the tab on the device. As a result, the patient underwent explantation on (B)(6) 2019.